Event description:
It was reported that the patient had an infection at the pocket site. The patient had noted symptoms of headache, large fluid collections and redness. It was stated that the infection was not device or procedure related. The patient underwent a procedure wherein the ipg and lead was explanted. The explanted ipg and lead will not be returned.

Manufacturer narrative:
Approximated based on the date the explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).